Manufacturer narrative:
(B)(4). The return of the sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that there was delayed or inconsistent sealing during this procedure. No further info is currently available.